Event description:
Pca pump malfunctioned while in use, no pt harm. Originally, setting was set at 5mg/ml but apparently changed on its own to 1 ml/mg. Device alarmed, pump turned off, plugged in, then reprogrammed. History, when printed, was garbled.